Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that there was no display on the monitor. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
Philips authorized service technician confirmed the problem. Checked and replaced ir- touch frame and backlight invertor pcb, checked the working of machine in different modes found working normally, machine is in good working condition. No additional patient information provided. Machine is in good working condition and back in service.